Manufacturer narrative:
Investigation summary DHR review for batch 6056537 (p/n301029): manufacturing dates: 03/24/2016 ¿ 03/25/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6056537 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: three photos were received by bd canaan of a sample reported to be from batch #6056537 (p/n 301029). Embedded brown fm spots were observed in the barrel of the sample outside the scale markings. The fm was identified as degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Based on photos, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause description: extended exposure to heat during molding press start up.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a bd 10ml syringe luer-lok¿ tip. This was observed before use with no report of serious injury or medical interventions.